Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A piece of the coil was returned for this complaint at approximately 4 centimeters. The coil was found detached from the pusher wire and was found to be broken and kinked. Microscopic inspection revealed no damages noted on the coil zap tip but the interlocking arm of the coil was found to be broken apart. The actual number of fiber bundles were below the specification however, the dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jan-2017. It was reported that the coil failed to detach. The target lesion was located in the pulmonary artery. A 5mm x 8cm interlock¿ was selected for use. During procedure, the device was advanced to the target lesion; however, it was noticed that the interlocking arms would not detach. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the interlocking arm of the coil was broken and the fiber bundles were missing.